Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, "we were notified by the customer about a material that after processing at material sterilization central, released a stain on the box.. The customer wants to know what kind of raw material is the material, which could have led to this stain in the box? Attached photos of the material after the manual washing process, sterilization and processing in the hospital. I look forward to an analysis of what happened, to give a response to the customer". The product was not returned to depuy synthes, however photo was provided for review. See attachment (whatsapp image 2023-09-26 at 12.04.02 (1)). The photo investigation revealed that device 200165000, femoral/humeral head impactor had no evidence that it released a stain on the box. No defects were identified from the photo. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the 200165000, femoral/humeral head impactor would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: we were notified by the customer about a material that after processing at material sterilization central, released a stain on the box. The customer wants to know what kind of raw material is the material, which could have led to this stain in the box? Attached photos of the material after the manual washing process, sterilization and processing in the hospital. I look forward to an analysis of what happened, to give a response to the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the femoral/humeral head impactor [200165000/s02022648]. Signs of normal use were observed, the overall appearance of the device is good. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was not confirmed as the femoral/humeral head impactor was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. No foreign substance was observed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
A report was made about a material that after processing at material sterilization central, released a stain on the box.

Manufacturer narrative:
Product complaint # (B)(4). H4: manufacturing date not provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).